Manufacturer narrative:
The device was received on (B)(6) 2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel

Event description:
The device was returned to the biomedical dept with a report of "error # 301 on channel 2." No info was provided; therefore, specific pt info, device programming or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that channel 2 of the device had no audible alarm tone during the self test. No add'l info was provided.